Event description:
The material used in the catheter is prone to cracking and leaking. The cracks tend to occur in the catheter just past the suture block, internal to the patient. Company has experienced approximately a 5% failure rate with the 3f,4f and 4.5f catheters.